Event description:
Caller reported a cgm error, identified as error 42, with no recent pump activity influencing the issue. After receiving guidance from technical support, the caller performed a pump reset. Following the reset, the cgm error did not reappear. Technical support advised the caller to wait for 20 minutes before starting a new sensor session, which the caller understood and acknowledged. There was no reported impact to the customer¿s blood glucose level.